Manufacturer narrative:
Information medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2000 units of lioresal at 250 units via an implantable pump. On (B)(6)2021, it was reported that the patient experienced an increased muscle tone and spasticity. It was unknown what, if any, environmental/external/patient factors might have led or contributed to the issue. A catheter test was performed and the "pampering" was covered, which, the hcp noted, caused increased muscle tone and spasticity. It was later noted that the catheter was plugged and the location of the issue was the catheter. It was also noted that the catheter was implanted in 2010. The event did not lead to or extend patient hospitalization. It was noted that the patient had a temporary injury and the patient's status was listed as "alive - with injury", but these injuries were clarified to be increased muscle tone and spasticity. The issue was not considered resolved at the time of the event.

Manufacturer narrative:
Continuation of d10: product ID: 8711; serial# (B)(6); implanted: (B)(6) 2010; product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) on 2021-jun-28. It was reported that the hcp decided to replace the device but did not have an approximate date of surgery due to covid.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4) ubd: 06-jan-2012, UDI#: (B)(4), implanted: (B)(4) 2010 explanted: product type catheter if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2000 units of lioresal at 250 units via an implantable pump. On 2021-may-19, it was reported that the patient experienced an increased muscle tone and spasticity. It was unknown what, if any, e nvironmental/external/patient factors might have led or contributed to the issue. A catheter test was performed and the "pampering" was covered, which, the hcp noted, caused increased muscle tone and spasticity. It was later noted that the catheter was plugged and the location of the issue was the catheter. It was also noted that the catheter was implanted in (B)(6) 2010. The event did not lead to or extend patient hospitalization. It was noted that the patient had a temporary injury and the patient's status was listed as "alive - with injury", but these injuries were clarified to be increased muscle tone and spasticity. The issue was not considered resolved at the time of the event.